Manufacturer narrative:
The actual device was returned for evaluation. During evaluation from (B)(4) it was discovered that the device ran hot. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an engineering evaluation it was discovered that the motor device was "running hot". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.